Event description:
The pt reportedly experienced a loss of lock. External equipment was exchanged. However, this did not resolve the problem. Testing of the device showed that it is not functioning. The pt's device has been explanted. The pt was reimplanted with another advanced bionics cochlear device.